Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023. On (B)(6) 2023 the firm became aware that the patient had experienced an infection at the incision site and had undergone a related mechanical debridement on (B)(6) 2023. The infection and subsequent interventions were not communicated to the firm at the time they took place and thus limited information is available for investigation.

Manufacturer narrative:
There is no indication that the nalu system caused or contributed to the event. Infection is a known inherent risk of invasive procedures and was resolved with no permanent impairment to the patient.